Event description:
It was reported that after completion of a da vinci si hysterectomy procedure, the wire on the megasuturecut needle driver instrument was noted to be out of place. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument was returned with one grip close cable that was derailed at the distal idler pulley. The grips opened and closed; however, the movement may not be precise. It has been concluded that the cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have caused the grip cable to derail. Failure analysis investigation also found that the derailed grip cable was also frayed by the distal pulley area and there was an indentation at the edge of the distal pulley. The surface of the pulley had scratches. I was concluded that the damage to the pulley was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself in constitute a MDR reportable event; however; the damage to the instrument's grip cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.